Manufacturer narrative:
Concomitant medical products: 439888, lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a review of the patient's electrograms (egm) noted oversensing that was consistent with alternating current electromagnetic interference. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No patient complications have been reported as a result of this event.